Manufacturer narrative:
Investigation included evaluating the returned device and review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.

Event description:
It was reported that the catheter occluded during use after 65 days of use. During attempts to remove the catheter, resistance was encountered. Surgery was performed to remove the catheter from the patient.